Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. It was stated that the time on the screen did not advance. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was set to proper time and date. Monitored the insulin pump for two days. No time anomalies noted. The insulin pump received with intermittent button press due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen screen noted.